Manufacturer narrative:
Product analysis: confirmed customer comment that output connector is broken. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken adapter connection. It was recommended that the epg be returned for service, but its current status is unknown. There was no patient involvement.